Event description:
New information received stated that the right ventricular lead exhibited high, out of range high voltage (hv) impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that there was a vibratory alert for out of range, high voltage impedance. Also, the right ventricular lead had evidence of fracture. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.